Event description:
A nurse reported that a black substance was noted inside of viscoelastic product while being injected into the eye during surgery. The substance was irrigated out of the eye during the surgery. Upon follow up, the patient presented with some corneal edema from the additional irrigation. Additional information has been requested. Additional information was received clarifying that no additional patient treatment was required.

Manufacturer narrative:
No similar complaints have been received for this lot. A review of the batch records filling and visual inspection documentation for the reported lot number was satisfactory with no remarks found. The syringes are 100 percent visually inspected and items with foreign material are rejected. As a complaint sample, one carton with used syringes was received which revealed no foreign material in the remaining product. Additionally, one carton with opened primary packaging and two unused syringes was received in which no foreign material was observed. Based on the investigation, the complaint could not be confirmed. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).